Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was experiencing dizziness. Noise was observed on the lead. The noise was reproducible with arm movements. The lead was capped and replaced on (B)(6) 2016. The patient condition was fine.